Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 450 mg/dl. Prior to going to the ER, the customer changed his infusion set and administered a bolus via his pump but eventually required additional insulin treatment at the ER. In the ER, the customer received intravenous fluids and a manual insulin injection, resolving the issue without any permanent damage. The cause of the elevated bg was unknown. The healthcare facility confirmed that the pump was functioning properly at the time of the incident. The customer was released from the ER a couple of hours later.